Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, rupture.

Event description:
Healthcare professional reported right side "was replacement due to capsular contracture iii/IV" and "prosthesis ruptured" confirmed via ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "was replacement due to capsular contracture iii/IV" and "prosthesis ruptured" confirmed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device.